Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was sent to the service center for evaluation. The defect(s) reported by the customer has/have been verified and remedied. Defective drill mounting mechanism, resistance value out of specs: handcontrol set replaced, keyboard pcb corroded, handcontrol set replaced, missing o-ring was completed, "micro": preventive replacement of o-rings performed according to service manual, unit cleaned, functional test performed, hipot test completed, electrical safety test completed, functional test according to test procedure completed, safety test checklist enclosed. The root cause behind the failure was the defective locking ring and out of range keypad values. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado w handcontrol had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had a defective drill mounting mechanism. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.